Event description:
The customer stated the rubella calibration failed with error code 111: m-cal 1 check too high , rubella g, on the axsym analyzer. Customer recalibrated after centrifuging the calibrator and received another failure with the same error code. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.